Event description:
The customer reported the system will not display an image and tracks to max technique. No pt injury was reported.

Manufacturer narrative:
A third party repaired the system. (B) (4).